Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed three similar complaints for this lot released to distribution. We cannot discern a root cause for the reported failure mode. A CAPA has been opened to investigate this failure mode. No further action is warranted at this time. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported from (B)(6) that during a kidney surgery, it was observed that 15-20 min or less after the start of the intervention, the pump was raced and tubing 284504 has not filled., it was reported that the water flowed over it with no elbow or clamp seen after verification then a strong patient-side pressure was noted on the pump: 160. It was reported that they tried to reduce the pressure by the control buttons on the pump but did not help, so they stopped the pump. It was reported that they changed the column and thus pump fms. It was reported that the problem did not re-appeared and the intervention ended normally. It was reported that there was a 25 minutes delay with a short relief and without consequences for the patient. It was reported that the patient was well. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.